Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, a broken shaft was found. The 2.5mm x 8mm quantum maverick balloon catheter broke in half when removed from the package. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, a broken shaft was found. The 2.5mm x 8mm quantum maverick balloon catheter broke in half when removed from the package. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR.: the quantum maverick balloon catheter was returned in two pieces. The first section measured approximately 59.5cm from the edge of the strain relief to the hypotube fracture site. The second section measured approximately 82cm from the hypotube fracture site to the distal tip. Examination identified a fracture surface that is consistent with the device being kinked prior to the break. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).